Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a remote transmission showed possible atrial lead undersensing during atrial arrhythmia episodes. In addition, the lead had diminished p waves. It was noted that the p waves may improve as it was an acute implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.